Event description:
Pt wears a medtronic minimed 508 insulin pump. Pt gave following report: at bedtime in 2003 approximately 10 p their blood glucose level was 126, they had peanut butter toast and didn't bolus for that. They looked at the reservoir and saw about 20 units of insulin left. Their overnight basal was 1.0 units/hr and from 10 p-midnight was 1.8 u/hr. They state their family member heard the pump alarm at 2 am with an "empty cartridge" alarm. They looked and the cartridge was truly empty. Pt was unconscious and required 911 services. Upon arrival blood sugar level was 34 and intervention was required.